Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect gas delivery engine (gde) for investigation. The fa group cycled the gde in to the user mode and performed the extended systems test (est). The fa group visually/physically inspected the gde and performed blending accuracy test. The testing results failed the blender verification test at the (B)(4) setting. The reported customer event was duplicated; the root cause is associated with a material issue within the blender assembly, resulting in the failure of the blender to calibrate.

Manufacturer narrative:
(B)(4). The customer reported the suspect gas delivery engine (gde) is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect gde for evaluation.

Event description:
The customer reported during patient use the patient was having an episode of low oxygen saturation while on the avea ventilator. The patient was placed on an alternate ventilator with no further injury to the patient reported. The customer reported that the blender regulator balance calibration did not resolve the out specification oxygen delivery issue.